Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon attempted to pin the guide and the pin cold welded and broke. A standard cut guide was used to complete the procedure. No delay was reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual device received. Visual examination provided indicates that the threaded tip of the broken drill is still within the borehole of the cutting guide. Dimensional evaluation indicates that the pin is within specifications wherever measured. Functional test denotes that the drill is jammed to such an extent that it could not be removed. Device history record (DHR) review was unable to be performed as the lot number was not received. Since it was reported that proper surgical technique was utilized and it is unknown how many times drill pin was used in surgery (leading to potential wear and tear and accumulation of debris), a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.